Event description:
It was reported that a patient was experiencing numerous seizures for the past three weeks and would be referred for generator revision surgery. A review of the patient's programming history available in the in-house database revealed information current from 2004 to (B) (6) 2008. A battery life calculation was performed and it was found that the patient's device may be at end of service however, this cannot be confirmed as the patient's current settings are unknown. Good faith attempts to obtain additional information from the patient's neurologist have been unsuccessful to date. The generator was explanted and replaced. The explanted generator will not be returned for product analysis as the facility does not return explanted devices.